Manufacturer narrative:
The customer repeated other patient samples that were run before and after this patient sample and the results were reproducible. During troubleshooting for reagent carryover, additional testing was performed. The customer found a small amount of crystallization on the tip of the sample probe. The customer dissolved the crystals from the sample probe and ran another test for troubleshooting purposes and the hcg+ss result with a 1:20 dilution was 449 miu/ml. Calibration signals were within specification but were at the very low end. Qc was within the specified ranges but was highly varied. During a review of the pictures provided, strands were observed in the separation gel. No further pre-analytical information was provided. The alarm trace data showed "some" system reagent change over requests which suggests foam or bubbles on the sample surface. The specific cause of the event could not be determined. A general reagent problem was excluded as the quality validation data provided was within specification. The investigation did not identify a product problem. The investigation determined the event was consistent with a sample handling issue at the customer site.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e801 module. The initial result from a 1:20 dilution was 1750 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2022 a new sample was obtained and the result was < 0.2 miu/ml. The sample was repeated with a result of < 0.2 miu/ml. Both samples were repeated neat and with a 1:20 dilution and the results for both samples were <0.2 miu/ml and < 4 miu/ml respectively. The results of < 0.2 miu/ml were believed to be correct. The hcg+ss reagent lot number was 58457501 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The hcg+ss reagent lot number expiration date was initially provided as 31-jul-2022. The correct expiration date is 31-jul-2023.